Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm which was generated when the critical block and inverse critical block did not add to zero. Customer was able to clear the alarm and rewind the pump. Insulin pump did not passed the self test. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.